Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder that there was leakage at the luer slip connection point. No patient impact.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage during use with the incident lot was observed. Also, it can be seen that the holder seemed to have been bent around the thread. Additionally, 50 sets of retention samples from bd inventory were evaluated by visual examination and no abnormalities of the luer connectors and the holders such as damage or molding defects were found as all samples met specifications. Then, leakage test and adhesion strengths were conducted on the retained samples of 8 sets and no abnormality or leakage from the connection observed during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of leakage during use and bent holder based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder that there was leakage at the luer slip connection point. No patient impact.